Event description:
The patient contacted animas on (B)(6) 2013 reporting that the ok button was sticking, the keypad was peeling and the symbols were worn. The patient noticed they keypad issue a few months ago. The patient allegedly reported that the tactile changes occurred prior to the peeling keypad. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no adverse event associated with this complaint. This report is being made due to the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be lifting and peeling along both sides of the cover, exposing the button contacts. During testing, the ok keypad button was found to be intermittently unresponsive and required multiple button presses to elicit a response; the up arrow, down arrow and contrast keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. The symbols on the keypad were observed to be worn off, which has no effect on the pump¿s delivery of insulin.